Manufacturer narrative:
Date of event: estimated dates. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional adverse patient effect of death reference is filed under a separate medwatch report.

Event description:
It was reported in a research article that xience v everolimus-eluting stents (ees) may be related to death, myocardial infarction, target lesion revascularization, stroke, hospitalization. Specific patient information is not known. Additional information can be found in the attached article "three-year efficacy and safety of new- versus early-generation drug-eluting stents for unprotected left main coronary artery disease insights from the isar-left main and isar-left main 2 trials".

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record (lhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of myocardial infarction, and cerebrovascular accident are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.